Event description:
It was reported that the pump's alarm volume and vibration was too low. There was no reported adverse impact to customer's blood glucose. Customer declined follow up from tandem technical support.